Event description:
A biomedical engineer reported that a respironics v60 ventilator experienced a touchscreen failure during evaluation outside of patient use. When attempting a touchscreen calibration, the device consistently failed and displayed a "bad touch" error message. The manufacturer's remote service engineer replicated and confirmed the malfunction during troubleshooting. To resolve the issue, the facility was provided with the part number for the recommended replacement touchscreen. No patient involvement, patient impact, or harm occurred, and the device was successfully isolated from service for repair. Final investigation and disposition are pending.